Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a female patient (70 year old) with significant cardiac comorbidity underwent cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with decanav electrophysiology catheter. During the procedure, a perforation to the right ventricle was noticed. During epicardial mapping of the right ventricle with the decanav electrophysiology catheter, there was a drop in blood pressure on the patient. The right ventricle perforation was confirmed by ultrasound. Surgical intervention was provided to the patient and the perforation to the right ventricle was sutured closed. The caller believes that when the decanav electrophysiology catheter was initially advanced into the right ventricle, a puncture may have occurred. The caller was unable to confirm this information. The patient was reported to be in stable condition. The patient¿s condition worsened since they developed renal failure. Vt was not resolved. The patient¿s condition required extended hospital stay post-surgery. The device was visually inspected and it was found in good conditions. The magnetic feature was tested and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (70 year old) with significant cardiac comorbidity underwent cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with decanav electrophysiology catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, a perforation to the right ventricle was noticed. During epicardial mapping of the right ventricle with the decanav electrophysiology catheter, there was a drop in blood pressure on the patient. The right ventricle perforation was confirmed by ultrasound. Surgical intervention was provided to the patient and the perforation to the right ventricle was sutured closed. The caller believes that when the decanav electrophysiology catheter was initially advanced into the right ventricle, a puncture may have occurred. The caller was unable to confirm this information. The patient was reported to be in stable condition. The physician¿s causality opinion is catheter manipulation into myocardium. The patient¿s condition worsened since they developed renal failure. Vt was not resolved. The patient¿s condition required extended hospital stay post-surgery. Transseptal was not performed. No ablation was performed prior to the event.